Manufacturer narrative:
The reported field event of lead connection issue was confirmed. Septum material was observed inside the lv (is4) set screws hex cavity. This did not allow the set screw to be tightened and secured properly in the field. However, the issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During the initial implant procedure, the set screw was not able to be tightened in the header to secure the lead in place. The device was explanted and replaced to resolve the event. The patient was stable and there were no consequences.